Event description:
On (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of one drug eluting stent to the second obtuse marginal. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. On (B)(6) 2010, the patient was started on aspirin 81 mg dosing. Clopidogrel 75 mg dosing was started on (B)(6) 2010. The patient did not receive a peri-procedural loading dose of a thienopyridine during the index procedure. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient presented to the emergency department with mid sterna chest pain radiating to both arms. The patient was reported to have elevated troponin values likely form an nstem. A repeat cardiac catheterization was performed to treat in-stent restenosis. The event was reported as continuing and the patient was recovering. In the opinion of the investigator, the in-stent restenosis was moderate in intensity, unlikely related to the study drug, unlikely related to the study device, and unlikely related to the study procedure.

Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary stent implantation and approximately four months post procedure suffered an in-stent restenosis. This is a (B)(6) male with medical history including hypertension, congestive heart failure, a previous pci (2006) and previous CABG (2005). On (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of cypher rx stent to the second obtuse marginal. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was started on aspirin 81 mg dosing. Clopidogrel 75 mg dosing was started on (B)(6) 2010. The patient did not receive a peri-procedural loading dose of a thienopyridine during the index procedure. On (B)(6) 2010, the patient presented to the emergency department with mid sternal chest pain radiating to both arms. The patient was reported to have elevated troponin values likely from an nstemi. A repeat cardiac catheterization was performed, that revealed in-stent restenosis. The event was reported as continuing and the patient was recovering. In the opinion of the investigator, the in-stent restenosis was moderate in intensity, unlikely related to the study drug, unlikely related to the study device, and unlikely related to the study procedure. There is no information regarding the treatment for the isr. The index stent remains implanted thus unavailable for analysis. The product was not returned for evaluation. There is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and previous history of cad. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.